Event description:
A leak in the cassette during the initial drain cycle. The solution squired out of the tube. Follow up enquiry revealed that the leak was at the bottom of the cassette chamber (right side). The therapy was aborted and the patient had to set up therapy with a new set. No patient injury or medical intervention was associated with this incident per the international affiliate. Companion sample lot s05a18062 sent for evaluation.